Event description:
It was reported that while in use on a patient this 980 ventilator's apnea alarm did not sound even though the apnea ventilation started. It was additionally reported that trend data was not recorded. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. The device has been returned to the japan service center and is under evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9: was updated due to part return section h6 evaluation code method remove b21 and add b01 and b24 result code remove c21 and add c13 conclusion code remove d16 and add d15 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 v entilator's apnea alarm did not sound even though the apnea ventilation started. It was additionally reported that trend data was not recorded. As per log review there was evidence of no trend data and there are no alarm logs available to indicate apnea alarm occurred. The device was available for evaluation. The service personnel (sp) inspected the unit and found the universal serial bus (usb) flash drive faulty. To solve the issue of trend data not recorded sp replaced the usb flash drive. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One usb flash drive was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not confirm the reported issue of unit apnea alarm did not sound. The replaced usb flash drive did resolve the issue of trend data not recording in the field; however, the returned component (usb flash drive) was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event is included in trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.